Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room feeling weakness. Upon interrogation, it was noted that the pacemaker exhibited no capture. The patient had an escape rhythm. Elevated capture threshold was noted on the stored electrograms. The device was successfully reprogrammed. The patient was stable prior, during and post event.